Event description:
Revision surgery at about 1 month post primary due to knee infection and the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 23 september 2024. Lot 2110570: (B)(4) items manufactured and released on 11-oct-2021. Expiration date: 2026-09-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.